Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/10/2019. It was reported performance breakage needle. It was received for analysis a paper lid, a winding former and a needle suture piece of product code w9335, lote mlz399. During the visual inspection of the sample, marks were observed and the tip was broken. Further evaluation is necessary for the needle breakage. Second evaluation: it was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The following information was requested, but unavailable: what do you mean by "the tip was missing"? : was the tip of the needle broken during use on patient? Any patient consequence/ae outcome as a result of event report? Was procedure completed successfully? And how?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "the tip was missing"? Was the tip of the needle broken during use on patient? Any patient consequence/ae outcome as a result of event report? Was procedure completed successfully? And how?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, after the closure of one of the port sites, it was noticed by the surgeon that the tip was missing off the suture. There were no adverse patient consequences reported. Additional information has been requested.